Event description:
A micro drill medium straight attachment was sent for eval due to overheating during a procedure. A readily available alternate attachment was used to complete the procedure, no adverse consequence was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.